Manufacturer narrative:
Follow-up # 1 ¿ (B)(4). The patient¿s meter has been returned and evaluated by lifescan product analysis on (B)(4) 2013, respectively, with the following findings: the meter involved with this complaint failed testing. The meter was found to have a defective processor u5. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The patient¿s products have been returned to lifescan for evaluation; however, the evaluation process has not yet been completed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan to report the one touch ping meter would power off during use. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On (B)(6) 2013, at 9:00 am, the patient noted the reported meter would power off during use; he was unable to obtain a blood glucose reading. The patient took the action of continuing to take insulin via his insulin pump. Twenty minutes afterwards, the patient experienced the symptom of frequent urination and he felt hyperglycemic. The patient did not seek any medical attention or treatment. The patient replaced the meter¿s battery to no avail. The issue was not resolved with troubleshooting. The meter and test strips were replaced. The patient allegedly suffered symptoms suggesting severe hyperglycemia after the meter power issue occurred, therefore this complaint is being reported.